Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when a getinge service territory manager (stm) was performing service on a cs300 intra-aortic balloon pump (iabp), the replacement front end board failed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 the fse who encountered the issue replaced the front end board. Then fse complete a pm with full calibration. The unit passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use. The maquet failure analysis and testing dept. Received front end board with a reported unit failure of an out of box failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Iabp would not function when the part was installed. Fat was able to verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a